Event description:
It was reported in (B)(6) 2012, the patient had a loss of therapeutic effect over the past couple of months. The patient experienced increased tremors and pain. It was noted the patient though they needed implant battery replaced but the manufacturer representative checked it recently and the voltage read the battery to be at 2.6 volts, 'still ok.' It was reported the patient 'had a lot of other health issues other than the ones related to obtaining the therapy.' Additional information received on (B)(6) 2012, reported the patient's entire device system was explanted on (B)(6) 2012. It was reported the patient's implantable neurostimulator (ins) was at end of service. On (B)(6) 2012, additional information received reported the patient's ins was depleted and she had a new implant replaced. A day later it was reported the patient's ins on the right side had 'slipped in the pocket site and migrated down.'

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 7436, serial# (B)(4), explanted: (B)(6) 2012, product type programmer, patient; product ID 3389-40, lot# j0546518v, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead; product ID 3389-40, lot# j0537708v, implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type lead. (B)(4).